Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc) during the initial drain. The home patient (hp) indicated they did not know if the patient line was primed when they connected. The technical service representative (tsr) had the hp cycle the power and explained the alarm. The tsr instructed the hp to disconnect the aseptic way and start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.